Event description:
It was reported that the 9800 system physicist discrepancy of the field size was too large during a case. Also the monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted and calibrated and the 5volt power supply connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.